Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued to use the pump for insulin therapy.